Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this electrode exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock. The noise corrected after shock delivery and was unable to be reproduced. The electrode to device header connections were viewed under x-ray and confirmed the electrode was fully inserted into the header. Boston scientific technical services (ts) discussed troubleshooting options. The root cause of the noise was not determined. The primary sensing vector was reprogrammed. No adverse patient effects were reported. This product remains in service.

Event description:
This report is being filed to update the evaluation conclusion code.